Event description:
A customer reported experiencing a cartridge alarm with their pump, specifically cartridge alarm 20. The customer's blood glucose level was noted as "high," with no specific value provided. To address this, the customer administered a correction bolus using the pump. Customer technical support (cts) determined that a replacement pump was necessary, and arrangements were made to send a new pump. Customer reverted to an alternative method of insulin therapy.